Event description:
The patient called to report hearing the pacemaker has been "beeping" for approximately 6 months. The patient also reported that the pacemaker "failed too early." The pacemaker was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.